Event description:
It is reported that the articular surface was implanted in patient's left side on 2/1996. Osteolytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. On 5/2003, the patient experienced a stress fracture and was then revised on 1/2004.

Event description:
The articular surface was implanted in patient's left side in 1996. Osteolytic lesions or cycts had formed around the threads and tip of the screws used to affix the plate. In 2003, the patient experienced a stress fracture and was then revised in 2004.